Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that an integrated circuit chip, designator u2 from the digital pcb assembly had a cracked corner that broke off of u2. The cracked u2 led to the device showing all three icons and no longer having the ability to power on.

Manufacturer narrative:
(B)(4).  Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI# 0(B)(4).

Event description:
The customer contacted physio-control to report their device was showing the attention, wrench and charge-pak battery charger icons and would not longer power on. There was no patient use associated with this event.